Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter displayed an error 3 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when attempted by medical surveillance to obtain additional information. The patient reported that the meter issue occurred on the morning of (B)(6) 2016. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred she developed a symptom of "dizziness" and received treatment from a healthcare professional, however could not specify what treatment was received. During troubleshooting the cca noted that the patient followed the correct testing procedure and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged issue occurred.